Manufacturer narrative:
The insulin pump had motor error alarms during the basic occlusion test due to a faulty force sensor resistor. Unable to verify compromised force sensor system alarm due to motor error alarm. The motor passed the motor test. The device had a scratched display window, cracked reservoir tube lip, and a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and motor error alarm. The blood glucose at the time of the incident was 112 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.